Event description:
New information received notes the right ventricular (rv) lead was fractured. The lead was capped and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture and high pacing impedance. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.

Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.